Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of one bipolar yaw pulley, in the space between the grips. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had the plastic casing around the cables on the distal tip of the instrument. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no pieces from the distal end of the instrument that detached or broke off. The issue did not involve any other physical damage at the distal end. There was no damage visible on the conductor wire (black cable). There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was returned under tracking # (B)(4). This instrument was returned by the sterile processing lead. The customer was not aware of any issue with the instrument during a procedure.